Manufacturer narrative:
The referenced gi bleeding event was reported under medwatch MFR report #2916596-2015-00947. Device unique identifier (UDI)# (B)(4) approximate age of device - 7 months. The device remains in use supporting the patient. A correlation between the device and the reported thrombosis could not be conclusively determined. The instructions for use list thrombosis, hemolysis and right heart failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with fluid overload, shortness of breath, right ventricular failure, increased creatinine with negative urine, and elevated lactate dehydrogenase levels. Elevated pump powers were noted that peaked at 9 watts but were non-sustained and resolved. A ramp echocardiogram showed the left ventricle would not decompress when the pump speed was increased. The patient was admitted and a heparin drip was initiated. The patient had an episode of gastrointestinal bleeding in (B)(6) 2015, but it was unknown if their international normalized ratio was sub-therapeutic during the event. Device thrombosis was suspected. As of (B)(6) 2015 the patient was listed for an urgent heart transplant and was being evaluated for a heart and kidney transplant. There are no plans to exchange the pump at this time.